Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 80 year old female on an impella cp for support due to cardiogenic shock. During support, acute mitral regurgitation due to rupture of the papillary muscle caused by injection of ECMO and impella in patients with impaired circulation and shock. An emergency mitra clip was inserted the following day and the mitral regurgitation was treated from severe to moderate. Impella was removed postoperatively because aortic regurgitation was considered to have an effect on circulation, and it was supported by ECMO and intra-aortic balloon pump (iabp). The patient's condition is stable.

Manufacturer narrative:
D4 UDI and e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Heart injury/ ppae: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.